Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when stapler was being applied to small bowel during a laparoscopic gastric bypass, it was reported that the stapler misfired. Another reload and handle was used to resolve the issue. No patient injury.